Manufacturer narrative:
No parts returned for further investigation. Customer technical support "cts" contacted regulatory affairs to provide customer with 14002 letter and response form. The failure mode of this event is the express 4 power harness. (B)(4).

Event description:
The customer reports burned power harness at the main printed circuit board of a statspin express 4 centrifuge. Customer confirms burning smell, no smoke, fire, or flames and the fire department was not called. Customer states no reports of injury to operators. No reports of delay to sample processing, no one requiring medical attention, customer was wearing personal protective equipment which included lab coat, gloves and eye protection. Upon visual inspection customer noted power board and connector to be described as burnt. Customer confirms unaware of notification.